Event description:
On (B)(6) 2021 getinge became aware of an issue with one of surgical lights: powerled. It was established that a monitor holder was rusted and a paint chipping occurred. There was no injury reported however we decided to report the issue in abundance of caution as any rust or paint particles falling off may lead to contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The correction of b5 describe event or problem deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 4th october, 2021 getinge became aware of an issue with one of surgical lights - powerled. It was established that a monitor holder was rusted and a paint chipping occurred. There was no injury reported however we decided to report the issue in abundance of caution as any rust or paint particles falling off may lead to contamination. Corrected b5 describe event or problem: on 3rd july, 2020 getinge became aware of an issue with one of surgical lights - powerled. It was established that a monitor holder was rusted and a paint chipping occurred. There was no injury reported however we decided to report the issue in abundance of caution as any rust or paint particles falling off may lead to contamination. Getinge became aware of an issue with one of surgical lights - powerled. It was established that a monitor holder was rusted and a paint chipping occurred. There was no injury reported however we decided to report the issue in abundance of caution as any rust or paint particles falling off may lead to contamination. According to the service technician, the offer of repair was approved by the customer. The replacement of faulty parts can be performed as soon as parts for replacement will be delivered (estimated date march 2022). It was established that when the event occurred, the surgical light did not meet its specification due to paint chipping and rust occurrence, which contributed to the event. Provided information does not indicate if upon the event occurrence the device was or was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when these particular malfunctions occurred. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio of rust occurrence is low and the failure ratio of paint chipping is moderate. According to the subject matter expert on the manufacturing site, there is insufficient information about the state of the product. Maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).